Event description:
Patient informed staff that the catheter had split. It had broke about one inch from the insertion site. The patient was able to remove the catheter in its entirety. The patient was able to confidently say that the catheter was removed in entirety because she had the black tip of the catheter.what was the original intended procedure?patient had onq pump for post-operative shoulder arthroscopy pain management.